Event description:
A peritoneal dialysis pt presented to the clinic stating that when he pulled the tape off of the secured catheter from his abdomen, the end of the stay-safe catheter extension came off. The catheter clamp was closed and the pt tied the tubing into a knot and came to the clinic. He did not do an exchange. The transfer set was changed per protocol and prophylactic antibiotics given.

Manufacturer narrative:
(B)(4).